Event description:
During a corevalve 26 mm transcatheter aortic valve replacement procedure the accutrak delivery catheter failed to retract protective sleeve to enable the valve to deploy. Valve and delivery system were removed and a second system was used to successfully deliver the corevalve device. No adverse events occurred. A (B)(6) woman who has (B)(6) class iii-IV congestive heart failure symptoms related to severe aortic stenosis. She is in need of a tips procedure and concern has been raised of whether her heart would tolerate this from an as standpoint. She has been undergoing bi-weekly thoracenteses for what has been thought to be hepatic hydrothorax. She has been deemed extreme risk for surgical aortic valve replacement by cardiac surgery because of her severe liver disease. She was; therefore, referred for commercial corevalve transcatheter aortic valve replacement as well as lad pci/stent deployment.